Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was connection difficulty between a homechoice automated pd set with cassette and a solution bag. This event occurred before use. The number of units involved was not specified but it is more than one. There was no report of patient injury or medical intervention associated with this event. No additional information is available.